Event description:
It was reported that an asymptomatic patient presented in the ER due to patient notifier. Low impedance found. X-ray found insulation breach between svc coil and rv coil, 3cm below svc coil. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.